Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during procedure preparation it was noted that the intellanav stablepoint open-irrigated irrigation port was cracked. The issue was solved by exchanging the catheter to another of the same model. The procedure was successfully completed with no patient complications. The device was discarded and will not be returned.